Event description:
The incident happened on (B)(6) in hi flow o2 mode on a hamilton ventilator s1 (sn (B)(6)) in hôpital edouard herriot coupled with humidifier h900 and where users made a big mistake of installation of patient tube single limb pn 260186, they installed the tube to expiration instead of inspiration. The covid patient died few days later after incident but nobody can tell us if the incident is clearly and at 100 % the trigger of this death and despite they admit the pessimism to save him when he arrived. The customer ask why we don't have any icon or symbol on patient tube to indicate where install on the device, but normally I think there is a small draw indicated on the white connector of the inspiration tube. And why there's no alarm from our ventilator in this case but all these will be explained and argued with our investigation report.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The ventilator became inoperable or stopped working as intended due to the failure that the breathing circuit was incorrectly connected to the ventilator (installation of the tube to expiration instead of inspiration). There is no causality between the device and the incident. The root cause was determined to be a user error. The hospital medical staff have been made aware of the event and on how to correctly connect the patient to a ventilator. Statement clinical affairs of hamilton medical ag: "the misconnection of a single limb tube in high flow means no therapy to patient. If the patient deteriorates this must happen immediately. In this case patient died a few days later which is then clearly not associated with the described event. We don't need further investigation in this case as it is clear. From clinical point of view this is a typical course of covid 19".